Event description:
Pt is a (B)(6) y/o female with pmh of hypothyroidism diagnosed post partum, taking synthroid 25 mcg po qday, questionable autoimmune per patient. Pt has received dermal filler in the past to cheeks and lips. Pt had dermal filler juvederm voluma and vollure injected on (B)(6) 2020 to midface bilaterally, lips, and jawline in our practice. Client did not disclose any history of adverse events with filler on the date of service. Pt later informed us at follow up on (B)(6) 2020 that she experienced an infection in the left oral commissure post injection that turned into swelling with pus with a previous injection years ago with another provider. At that time, it required antibiotics. Pt later found out that the injector who had performed this service was incarcerated for something she believes may have been medical practice related. On (B)(6) 2020, voluma 0.4 cc to r midface, 0.4 cc to l midface, 0.1cc to gonial angle bilaterally, and vollure 0.7cc to lips. Area was cleansed with hibiclens in advance, needle was put down to bone and aspiration was performed for 8 seconds. Patient left the appointment with no overt concerns but was educated to call with any signs/symptoms of adverse events as is expected with all clients. On (B)(6) 2020, client called with concerns that r jaw area was swollen and it felt like she could not produce saliva. Pt reported no changes in color to skin, there was normal warmth, and she only had discomfort when she was chewing. She took tylenol and used warm compresses with some relief. Pt was offered a same day appt but was unable to come in until (B)(6) 2020 for evaluation. Pt was evaluated by (B)(6), np and started on keflex x 14 days. On (B)(6), swelling worsened, pt was started on prednisone 40mg po qday x 5 days, continue abx (B)(6) - tenderness had completely resolved except with deep pressure, no pain with chewing, no changes in vision, temp of skin or skin color, normal warmth. No lymphadenopathy noted. Recommended prednisone taper and to finish full course of abx (B)(6) - client stated that when she started to taper the prednisone the swelling worsened and it became more painful to chew again, pt was restarted on prednisone and symptoms lessened the following day (B)(6) - symptoms unchanged. Pt currently taking prednisone 40mg daily and keflex; (B)(6) swelling resolved. Pt finished course of prednisone (B)(6) - swelling and tenderness completely resolved, pt finished full course of prednisone and keflex. Pt was recommended to see ent specialist for imaging despite resolving of concerns.